Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the distal set up joint (suj). System tested and verified as ready for use. Isi has received the distal suj with an alleged issue to perform failure analysis. The suj was found to fail the wrist brake encoder test but passed all other pft tests. Errors 23103 and 23105 was confirmed.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the clinical sales representative (csr) called to report that universal surgical manipulator (usm4) had a couple of errors. The customer stated they had a couple recoverable errors on usm4, so they moved all of the instruments over to usm1, 2, and 3 and continued with the case. The technical support engineer (tse) viewed the system logs and saw 23103/23105 encoder errors on usm. Logs also showed that the customer disabled usm4. The procedure was completed as planned with no reported injury.